Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.